Event description:
Procedure type: unknown. According to the reporter: the clips would release but were not closing. Several clips fell open into the patient cavity and two clips were missing from the count and could not be found by the surgeon. No further information has been disclosed.